Event description:
It was reported that during a breast biopsy procedure, when proceeding surgery, the red line that shows on the screen for needle movement went all the way to the dead space, but actual needle didn't go all the way. One of the cable motor didn't rotate for cutting. Unk how case was completed. There were no adverse consequences to the pt. One device will be returned.

Manufacturer narrative:
Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site performed testing and found per customer of "actual needle didn't go all the way" and "cable motor didn't rotate for cutting", this was due to the three drive shafts. To correct the customer complaints, the analysis site replaced the three drive shafts. The analysis site also found the holster buttons would intermittently fail to function properly due to the flex circuit assembly, and to correct this issue, the site replaced the flex circuit assembly. After servicing, the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.